Event description:
In response to an increase in blood glucose level, the patient checked her infusion pump. The pump had no display or alarms and was not operating. A change of batteries did not resolve the problem. Her back up pump restored her blood glucose levels.